Event description:
It was reported that a patient who underwent an x-stop procedure communicated that the procedure was "not effective." The physician recommended further surgery. The x-stop devices were removed by another physician. No additional information reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.